Event description:
It was reported that the unspecified bd infusion set had leakage. The following information was provided by the initial reporter: taxol leaked greater than 10 ml from the chemo tubing filter at the initiation of the infusion within the first 3 minutes. Treatment restarted without issue.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation for this complaint could not be performed and a root cause could not be determined. However, a trend has been identified for similar reported issues, and actions have been initiated to investigate the issue. Corrective actions taken during the investigation will be implemented in our production process to further increase the robustness and reliability of the device and prevent future occurrences of this type. A device history record review could not be performed because the lot number is unknown.